Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported error 26002 on universal surgical manipulator (usm) 3. To correct the problem fse replaced usm3, and the proximal and distal set-up joint. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced components for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. Fse reviewed the system logs at the time of the call into technical support. The logs confirmed the reported errors. This complaint is being reported based on the following conclusion: the customer aborted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate an abortion.

Event description:
It was reported that the system displayed an error 26002 with universal surgical manipulator (usm)3. Per subsequent follow-up information, the alleged issue occurred during procedure while docking. The customer confirmed that the patient was under anesthesia and ports were already placed. As a result of the reported error on usm3, the procedure was aborted. When the system was powered on, the customer confirmed that the system functionality was checked and there were no errors observed. Prior to aborting the procedure, the reporter indicated that intuitive surgical inc. Technical support was contacted and full troubleshooting steps completed. There was no report of injury or adverse event as a result of the reported issue. The hospital declined on providing patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the inner distal set-up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation could reproduce the customer reported complaint and the error/fault was confirmed via field logs. The suj was tested on the psc fixture test platform (pftp) machine failed node check. A gold axes controller setup (acu) was installed on the suj and passed all tests. As a fix, the acu was replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported error 26002; however, could not replicate the issue during testing. When the usm was placed on an in-house system and tested, the usm passed testing on normal mode. Additionally, the usm passed all required pftp tests. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the distal set-up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm or reproduce the issue during in-house testing. The axes controller tornado (act), dual harness will be replaced as a precaution. Intuitive surgical, inc. (Isi) has received the proximal set-up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis was able to confirm via error logs and reproduce the reported complaint in-house. The unit was tested on the psc fixture test platform (pfpt) machine and it failed node check. A gold axes controller setup (acu) board was installed on unit, and it passed all tests.